Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. On (B)(6) 2010, line a was programmed to deliver 2500units/500ml of heparin at a rate of 12ml/hr with a vtbi (volume to be infused) of 500ml. Line b was programmed to deliver normal saline at a rate of 75ml/hr with a vtbi of 1000ml and the deliveries were started. At 2330, line a was titrated to deliver at a rate of 11ml/hr. At this time, the rate was verified by 2 nurses, and the device keypad was locked. After an unspecified length of time, the deliveries were stopped and the nurse changed the pt's IV access site. The customer contact reported that after the deliveries were restarted, the nurse did not verify the programmed rates for lines a and b. At approx 0500, the nurse noted that the device was delivering at a rate of 75ml/hr on both lines a and b. The deliveries were stopped. The physician was notified. A ptt (partial thromboplastin time) level was drawn with results reported as greater than 200 seconds. The device was removed from clinical service. The normal saline therapy was restarted using a replacement device. The heparin therapy was discontinued. No further medical interventions were provided. Due to the pt's condition and comorbidities, the pt's family refused additional treatment. On an unspecified date following the event, the pt was discharged to home for comfort care. After a review of the device history, the customer contact indicated that the pump was programmed to deliver the heparin at a rate of 75ml instead of the intended rate 11ml/hr. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 20.0ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). Additionally, the device passed keypad testing by appropriately responding when pressed. The customer contact indicated the event was the result of an operator error in programming the device. The device history was downloaded at the mfg facility. A review of the device history indicates that on (B)(6) 2010 at 0020, line a was programmed in the dose calculation in the dose calculation mode to deliver a concentration of 50 units/1ml, with a dose of 550 units, at a calculated rate of 11ml/hr with a vtbi (volume to be infused) of 441.8ml, for a duration of 40 hours and 10 minutes and the delivery was started. Line b was programmed to deliver in the concurrent mode at a rate of 75ml/hr, with a vtbi of 798ml and the delivery was started. At 0021, the keypad was locked. At 0336, the delivery on line a was stopped with a volume infused of 94.2ml. The volume infused has not been cleared prior to starting this infusion. At 0337, the keypad was unlocked. Within the same minute, line a was programmed to deliver at a rate of 75ml/hr and vtbi of 100ml, instead of the intended rate of 11ml/hr. At 0426, the delivery a concentration of 25000 units/500ml, with a dose of 550 units, at a calculated rate of 11ml/hr with a vtbi of 400, for a duration of 36 hours and 21 minutes and the delivery was started. At 0536, the delivery on line a was stopped with a volume infused of 166.9ml. Within the same minute, line b was stopped and the device was turned off. A review of the device history indicates that the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel, (B)(4).